Event description:
It was reported that the patient had an infection at the pocket site following an implant procedure. Symptom of fever was noted and it was stated that the infection was not device related. Cultures were taken and results showed positive for (B)(6). The patient underwent an ipg replacement procedure and was doing well postoperatively. The patient was placed on antibiotics.